Manufacturer narrative:
(B)(4). Customer has returned the device to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was provided to the sales representative fractured from the sterilization department. The event occurred at an unknown date with no further information made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and examination of the returned part found signs of repeated use (nicked or gouged) and an anterior section of the post feature has fractured off, all pieces were not returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends